Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't think the therapy was working properly and said that it only helped for several weeks after received the implant. The patient said that they were going to the bathroom at night and were always wet. When asked, the patient said that it did make a big difference during the trial. The patient said that a while ago, they called the manufacturing representative (rep) who reviewed how to make adjustments over the phone. The patient said that they increased the intensity. The patient said that they went to their healthcare provider (hcp) office about 4 months ago and was told that the therapy was turned off. Further review by the agent indicated that the patient didn't know that the therapy was off, when they were at their appointment, they were notified that the therapy was off. The agent reviewed therapy information and general programming guidance including information about programs. With instruction, the patient connected to the implant, confirmed stimulation was on, and made a slight adjustment. The patient said that when they make the increase, that is when they feel stimulation. The patient was directed to maintain stimulation level and to continue to track symptoms. The patient was encouraged to keep track of adjustments.

Manufacturer narrative:
H6: correction submitted to update coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.